Event description:
As reported to coloplast though not veriifed, on (B)(6) 2011 patient implanted with aris trans obturator tape. Later patient experienced abdominal pain, bleeding, urinary problems and loss of ability to perfom sexually.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. (B)(4): device not returned.